Event description:
It was reported that the right atrial (ra) lead pace impedance was high, out-of-range, increasing to greater than 2500 ohms intermittently in december, with noise reminiscent of a spring-contact issue. Along with the noise was also oversensing and pacing inhibition. The ra lead was scheduled to be replaced, but during the procedure they were unable to get proper access with the new lead, and they had difficulty achieving proper capture with the new lead. The physician elected to replace the device instead, and with the new pulse generator (pg) the impedance and noise issues were resolved. Because of this, the physician suspected spring connector issues were responsible. Boston scientific technical services (ts) received an image of the electrograms, and informed that it looked more like electromagnetic interference (emi). Later, high, out-of-range pace impedances were seen once again, but with the new pg. Ts was once again contacted, and programming options were discussed. They decided to monitor the lead moving forward. No additional adverse patient effects were reported.

Event description:
It was reported that the right atrial (ra) lead pace impedance was high, out-of-range, increasing to greater than 2500 ohms intermittently in december, with noise reminiscent of a spring-contact issue. Along with the noise was also oversensing and pacing inhibition. The ra lead was scheduled to be replaced, but during the procedure they were unable to get proper access with the new lead, and they had difficulty achieving proper capture with the new lead. The physician elected to replace the device instead, and with the new pulse generator (pg) the impedance and noise issues were resolved. Because of this, the physician suspected spring connector issues were responsible. Boston scientific technical services (ts) received an image of the electrograms, and informed that it looked more like electromagnetic interference (emi). Later, high, out-of-range pace impedances were seen once again, but with the new pg. Ts was once again contacted, and programming options were discussed. They decided to monitor the lead moving forward. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.